Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, described by the user as ¿sugar dropped,¿ with no associated device alerts or alarms and with cause unclear. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or disability. Investigation included attempts to obtain additional event details and blood glucose questionnaire information from the user. Investigation of this case revealed no device malfunction or component failure based on available information and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.